Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2012. The surgeon interpreted the label description 5l (which is spelled out as 5mm height, size large) as size 5mm left and implanted the wrong bearing. The bearing was revised on (B)(6), 2012.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.